Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of difficulty connecting the white power cable to the battery clip and damage on the white power cable connector were not confirmed. Visual inspection of the returned heartmate 3 system controller (serial number: (B)(4) did not reveal any physical anomalies on the white power cable connector of the controller. A caliper was used to measure the distance from the wall of the connector to the edge of the half moon on the white power cable and no issues were observed when compared with a test power cable. The system controller power cables were connected to multiple battery clips and no resistance was encountered while connecting the white power cable each time. The controller operated in a mock circulatory loop for additional testing and no issues or atypical alarms were observed. No issues were observed during testing of the controller. The controller event log file downloaded from the returned controller contained approximately 5 days of data (B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file data did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2023 at 10:20:48 to exchange the system controller. There were no other notable events observed throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, explain the guidelines for power cable connectors and power cable disconnect alarms. Subsection ¿guideline for power cable connectors¿ instructs the user ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled, ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having difficulty connecting the white patient cable of the controller to the battery clips. The white lead was catching on the red o-ring on the clips due to a slight imperfection on the half-moon plastic connection of the power lead. Multiple clips were tried during the troubleshooting process. There was no difficulty connecting to the power module. A controller exchange was completed, and the issue resolved.